Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device interrogation, eight episodes of ventricular fibrillation were noted. Review of the episodes on the electrogram showed intermittent double counting of non-physiologic signals. All eight episodes had anti-tachycardia pacing and an aborted shock. The right ventricular lead capture threshold was noted to be high. The lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well and did not experience any adverse event.